Event description:
Lenscrafter - and every other optician and optometrist offering eyeglasses with "glare-free" or "non-glare coating - do not inform pts/customers in advance that coating wears off in several weeks time and leaves hundreds of scratches on lens surface. Lenscrafters calls them "invisibles".